Event description:
Customer reported a pop noise then system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare complaint number.